Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2013-06404 and manufacturer report # 3005099803-2013-06405. It was reported to boston scientific corporation that two wallflex esophageal partially covered stents were used during an esophagogastroduodenoscopy with stent placement procedure on (B)(6) 2013. According to the complainant, the patient¿s anatomy was not tortuous and the lesion was not dilated prior to stent placement. During the procedure, the first wallflex esophageal partially covered stent (subject of report# 3005099803-2013-06404) was introduced over the guidewire; however, the distal dilating tip detached. Reportedly, the distal tip detached prior to the device entering the patient, and was noticed to be floating on the guidewire. The stent device was removed. A second wallflex esophageal partially covered stent (subject of report# 3005099803-2013-06405) was introduced into the patient and successfully deployed within the esophagus. The stent was fully expanded. During removal of the delivery catheter it was noticed that the distal dilating tip had detached in the esophagus and remained within the deployed stent. The tip was removed from the patient using a snare. The stent remained implanted and the procedure was completed using the second wallflex esophageal partially covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.